Event description:
Covidien received information that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The ventilator alarmed with high pressure alarm.